Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error alarm. The customer's blood glucose value was unknown. The customer noticed that the center button sticks intermittently. The customer was not able to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.